Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pains when sitting or standing with an intensity of 7 on a 1 to 7") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendicectomy, synovial cyst, haemorrhoids, dyslipidaemia, latex allergy, penicillin allergy, gestational diabetes and body mass index normal. Previously administered products included: amoxicillin; clavulanic acid for angina. Past adverse reactions to the above products included: cutaneous eruption with amoxicillin;clavulanic acid. The patient had a family history of insulin-dependent diabetes mellitus (paternal grandmother)), non-insulin-dependent diabetes mellitus (paternal aunt), mammary ductal intraepithelial neoplasia (sister) and atopic eczema (sister). Concomitant products included zoledronic acid for osteoporosis since (B)(6) 2023, calcium carbonate for osteoporosis since (B)(6) 2023, vitamine d (colecalciferol) for osteoporosis and vitamin d deficiency since (B)(6)2023, ketoprofen from (B)(6) 2022 to (B)(6)2022, nefopam for pain from (B)(6) 2022 to (B)(6) 2022, pantoprazole from (B)(6) 2020 to (B)(6)2022, rosuvastatine cf (rosuvastatin calcium), alprazolam, phloroglucinol and paracetamol for analgesic therapy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 750 days after essure insertion, she experienced varicose vein ("little superficial varicose veins"). In (B)(6) 2018 she experienced tooth abscess ("periodontal abscess"). On (B)(6) 2018 she experienced periodontitis ("occurrence of an aggressive periodontitis with loss of attachment and a 70% bone loss on 3 teeth "). Essure was removed on (B)(6)2024. On unknown date she experienced back pain (seriousness criterion intervention required), amenorrhoea ("monthly amenorrhea"), memory impairment ("memory impairments"), hot flush (" hot flashes"), orthostatic hypertension ("orthostatic hypertension"), somnolence ("drowsiness when she¿s driving her car"), asthenia ("asthenia"), arthralgia ("arthralgia / shhoulder pain/ knee pain / wrist pain "), myalgia ("myalgia"), pain in extremity ("finger pain & arm pain"), disturbance in attention ("loss of concentration"), fatigue ("fatigue"), dizziness ("dizziness"), loss of libido ("loss of libido"), dysstasia ("cannot stand long time"), decreased activity ("she has difficulties to cut her food or hang out the laundry"), lumbar vertebral fracture ("l1 vertebra fracture") and vitamin d deficiency ("vitamin d deficiency") and was found to have parathyroid tumour benign ("parathyroidal adenoma"). The patient was treated with birodogyl (metronidazole;spiramycin) as well as surgery (to remove essure (B)(6) 2024). At the time of the report, the outcomes for these events were unknown. The reporter considered amenorrhoea, arthralgia, asthenia, back pain, decreased activity, disturbance in attention, dizziness, dysstasia, fatigue, hot flush, loss of libido, lumbar vertebral fracture, memory impairment, myalgia, orthostatic hypertension, pain in extremity, parathyroid tumour benign, periodontitis, somnolence, tooth abscess, varicose vein and vitamin d deficiency to be related to essure administration. The reporter commented: according to the patient, these troubles were related to essure and the presence of nickel and other metals in the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.191 kg/sqm. [Allergy test] on (B)(6) 2017: prick test, intradermoreactions and epidermotests with immediate and semidelayed (48h and 72h) assessment for amoxicillin-clavulanic acid, amoxicillin, penicillin g and ceftriaxone. Positive tests only for amoxicillin, amoxicillin-clavulanic acid, penicillin g and only at 48h assessment. Conclusion: contraindication of all penicillins and possible reintroduction of ceftriaxone; (date unknown): found an allergy to amoxicillin and penicillin [blood calcium] on (B)(6) 2022: hypercalcaemia: 3.10 mmol/l; on (B)(6) 2023: 2.26 nmol/l.; on (B)(6)2023: 2.37 nmol/l; on (B)(6) 2023: 2.30 nmol/l. [Blood copper] on (B)(6) 2023: 1023 g/l. [Blood parathyroid hormone] on (B)(6) 2022: 454 ng/l; on (B)(6) 2023: excess: 174.8 ng/l; on (B)(6)2023: excess: 102.7 ng/l; on (B)(6) 2023: 2.30 nmol/l. [Blood zinc] on (B)(6) 2023: 920 g/l. [Bone densitometry] on (B)(6) 2023: severe densitometric osteoporosis : lombal t-score of -5.5 ds, femoral tscore of -4.1 ds. [Mammogram] on (B)(6) 2015: without any anomaly and classified as acr2.; on (B)(6) 2019: without any anomaly and classified as acr 2. [Scan thyroid gland] on (B)(6) 2022: presence of several cold thyroidal nodules, a simple echography. Surveillance is recommended. [Smear cervix] on (B)(6) 2012: no malignant cell. [Ultrasound pelvis] on (B)(6) 2014: uterus and ovaries of normal aspect with an anechoic simple structure of 24 mm, in favour of a follicular picture.; on (B)(6) 2022: nodular lesion of 36x18x16mm at the posterior side of the right thyroidal lobe, of heterogeneous aspect with some liquid areas and visualization of a vascular pediculus, that could be a thyroidal nodule. [Urine copper] on (B)(6) 2023: < 26 g/24h. [Urine zinc] on (B)(6) 2023: 0.447 mg/g. [Vitamin d] on (B)(6) 2023: deficiency: 65 nmol/l; on (B)(6) 2023: 108 nmol/l; on (B)(6) 2023: 129 nmol/l. [X-ray] on (B)(6) 2022: vertebral compaction of l1 with loss of less than 30% of the height of the vertebra.; on (B)(6) 2023: bone structure of normal aspect with conservation of coxofemoral joint. Lines and the absence of pathological calcification of the soft parts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: medical record received. New events perithyroidal adenoma, vitamin d deficiency & l1 vertebra fracture were added. Lab data updated. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Hold rh 2.9this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pains when sitting or standing with an intensity of 7 on a 1 to 7") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendicectomy, synovial cyst, haemorrhoids, dyslipidaemia, latex allergy, penicillin allergy, gestational diabetes and body mass index normal. Previously administered products included: amoxicillin clavulanic acid for angina. Past adverse reactions to the above products included: cutaneous eruption with amoxicillin clavulanic acid. The patient had a family history of insulin-dependent diabetes mellitus (paternal grandmother)), non-insulin-dependent diabetes mellitus (paternal aunt), mammary ductal intraepithelial neoplasia (sister) and atopic eczema (sister). Concomitant products included zoledronic acid for osteoporosis since (B)(6) 2023, calcium carbonate for osteoporosis since (B)(6) 2023, vitamine d (colecalciferol) for osteoporosis and vitamin d deficiency since (B)(6) 2023, ketoprofen from (B)(6) 2022, nefopam for pain from (B)(6) 2022 to (B)(6) 2022, pantoprazole from (B)(6) 2020 to (B)(6) 2022, rosuvastatine cf (rosuvastatin calcium), alprazolam, phloroglucinol and paracetamol for analgesic therapy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 750 days after essure insertion, she experienced varicose vein ("little superficial varicose veins"). In (B)(6) 2018 she experienced tooth abscess ("periodontal abscess"). On (B)(6) 2018 she experienced periodontitis ("occurrence of an aggressive periodontitis with loss of attachment and a 70% bone loss on 3 teeth "). Essure was removed on (B)(6) 2024. On unknown date she experienced back pain (seriousness criterion intervention required), amenorrhoea ("monthly amenorrhea"), memory impairment ("memory impairments"), hot flush (" hot flashes"), orthostatic hypertension ("orthostatic hypertension"), somnolence ("drowsiness when she¿s driving her car"), asthenia ("asthenia"), arthralgia ("arthralgia / shhoulder pain/ knee pain / wrist pain "), myalgia ("myalgia"), pain in extremity ("finger pain & arm pain"), disturbance in attention ("loss of concentration"), fatigue ("fatigue"), dizziness ("dizziness"), loss of libido ("loss of libido"), dysstasia ("cannot stand long time") and decreased activity ("she has difficulties to cut her food or hang out the laundry"). The patient was treated with birodogyl (metronidazole;spiramycin) as well as surgery (to remove essure (B)(6) 2024 ). At the time of the report, the outcomes for these events were unknown. The reporter considered amenorrhoea, arthralgia, asthenia, back pain, decreased activity, disturbance in attention, dizziness, dysstasia, fatigue, hot flush, loss of libido, memory impairment, myalgia, orthostatic hypertension, pain in extremity, periodontitis, somnolence, tooth abscess and varicose vein to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.191 kg/sqm. [Allergy test] on (B)(6) 2017: prick test, intradermoreactions and epidermotests with immediate and semidelayed (48h and 72h) assessment for amoxicillin-clavulanic acid, amoxicillin, penicillin g and ceftriaxone. Positive tests only for amoxicillin, amoxicillin-clavulanic acid, penicillin g and only at 48h assessment. Conclusion: contraindication of all penicillins and possible reintroduction of ceftriaxone. [Blood calcium] on (B)(6) 2022: hypercalcaemia: 3.10 mmol/l; on (B)(6) 2023: 2.26 nmol/l.; on(B)(6) 2023: 2.37 nmol/l; on (B)(6) 2023: 2.30 nmol/l. [Blood copper] on (B)(6) 2023: 1023 ¿g/l [blood parathyroid hormone] on (B)(6) 2022: 454 ng/l; on (B)(6) 2023: excess: 174.8 ng/l; on (B)(6) 2023: excess: 102.7 ng/l; on (B)(6) 2023: 2.30 nmol/l. [Blood zinc] on 08-aug-2023: 920 ¿g/l. Bone densitometry] on (B)(6) 2023: severe densitometric osteoporosis : lombal t-score of -5.5 ds, femoral tscore of -4.1 ds [mammogram] on 02-dec-2015: without any anomaly and classified as acr2.; on (B)(6) 2019: without any anomaly and classified as acr 2. [Scan thyroid gland] on (B)(6) 2022: presence of several cold thyroidal nodules, a simple echography surveillance is recommended [smear cervix] on (B)(6) 2012: no malignant cell [ultrasound pelvis] on (B)(6) 2014: uterus and ovaries of normal aspect with an anechoic simple structure of 24 mm, in favour of a follicular picture.; on (B)(6) 2022: nodular lesion of 36x18x16mm at the posterior side of the right thyroidal lobe, of heterogeneous aspect with some liquid areas and visualization of a vascular pediculus, that could be a thyroidal nodule. [Urine copper] on (B)(6) 2023: < 26 ¿g/24h. [Urine zinc] on (B)(6) 2023: 0.447 mg/g. [Vitamin d] on (B)(6) 2023: deficiency: 65 nmol/l; on (B)(6) 2023: 108 nmol/l; on (B)(6) 2023: 129 nmol/l. [X-ray] on (B)(6) 2022: vertebral compaction of l1 with loss of less than 30% of the height of the vertebra.; on (B)(6) 2023: bone structure of normal aspect with conservation of coxofemoral joint lines and the absence of pathological calcification of the soft parts. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pains when sitting or standing with an intensity of 7 on a 1 to 7") in a 43 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of appendicectomy, synovial cyst, hemorrhoids, dyslipidemia, latex allergy, penicillin allergy, gestational diabetes and body mass index normal. Previously administered products included: amoxicillin;clavulanic acid for angina. Past adverse reactions to the above products included: cutaneous eruption with amoxicillin;clavulanic acid. The patient had a family history of insulin-dependent diabetes mellitus (paternal grandmother)), non-insulin-dependent diabetes mellitus (paternal aunt), mammary ductal intraepithelial neoplasia (sister) and atopic eczema (sister). Concomitant products included zoledronic acid for osteoporosis since (B)(6) 2023, calcium carbonate for osteoporosis since (B)(6) 2023, vitamine d (colecalciferol) for osteoporosis and vitamin d deficiency since (B)(6) 2023, ketoprofen from (B)(6) 2022 to (B)(6) 2022, nefopam for pain from (B)(6) 2022 to (B)(6) 2022, pantoprazole from (B)(6) 2020 to (B)(6) 2022, rosuvastatine cf (rosuvastatin calcium), alprazolam, phloroglucinol and paracetamol for analgesic therapy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 750 days after essure insertion, she experienced varicose vein ("little superficial varicose veins"). In (B)(6) 2018 she experienced tooth abscess ("periodontal abscess"). On (B)(6) 2018 she experienced periodontitis ("occurrence of an aggressive periodontitis with loss of attachment and a 70% bone loss on 3 teeth "). Essure was removed on (B)(6) 2024. On unknown date she experienced back pain (seriousness criterion intervention required), amenorrhoea ("monthly amenorrhea"), memory impairment ("memory impairments"), hot flush (" hot flashes"), orthostatic hypertension ("orthostatic hypertension"), somnolence ("drowsiness when she¿s driving her car"), asthenia ("asthenia"), arthralgia ("arthralgia / shhoulder pain/ knee pain / wrist pain "), myalgia ("myalgia"), pain in extremity ("finger pain & arm pain"), disturbance in attention ("loss of concentration"), fatigue ("fatigue"), dizziness ("dizziness"), loss of libido ("loss of libido"), dysstasia ("cannot stand long time") and decreased activity ("she has difficulties to cut her food or hang out the laundry"). The patient was treated with birodogyl (metronidazole;spiramycin) as well as surgery (to remove essure (B)(6) 2024). At the time of the report, the outcomes for these events were unknown. The reporter considered amenorrhoea, arthralgia, asthenia, back pain, decreased activity, disturbance in attention, dizziness, dysstasia, fatigue, hot flush, loss of libido, memory impairment, myalgia, orthostatic hypertension, pain in extremity, periodontitis, somnolence, tooth abscess and varicose vein to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.191 kg/sqm. [Allergy test] on (B)(6) 2017: prick test, intradermoreactions and epidermotests with immediate and semidelayed (48h and 72h) assessment for amoxicillin-clavulanic acid, amoxicillin, penicillin g and ceftriaxone. Positive tests only for amoxicillin, amoxicillin-clavulanic acid, penicillin g and only at 48h assessment. Conclusion: contraindication of all penicillins and possible reintroduction of ceftriaxone [blood calcium] on (B)(6) 2022: hypercalcaemia: 3.10 mmol/l; on (B)(6) 2023: 2.26 nmol/l.; on (B)(6) 2023: 2.37 nmol/l; on (B)(6) 2023: 2.30 nmol/l. [Blood copper] on (B)(6) 2023: 1023 g/l [blood parathyroid hormone] on (B)(6) 2022: 454 ng/l; on 02-mar-2023: excess: 174.8 ng/l; on (B)(6) 2023: excess: 102.7 ng/l; on (B)(6) 2023: 2.30 nmol/l. [Blood zinc] on (B)(6) 2023: 920 g/l [bone densitometry] on (B)(6) 2023: severe densitometric osteoporosis : lombal t-score of -5.5 ds, femoral tscore of -4.1 ds [mammogram] on (B)(6) 2015: without any anomaly and classified as acr2.; on (B)(6) 2019: without any anomaly and classified as acr 2. [Scan thyroid gland] on (B)(6) 2022: presence of several cold thyroidal nodules, a simple echography surveillance is recommended [smear cervix] on (B)(6) 2012: no malignant cell [ultrasound pelvis] on (B)(6) 2014: uterus and ovaries of normal aspect with an anechoic simple structure of 24 mm, in favour of a follicular picture.; on (B)(6) 2022: nodular lesion of 36x18x16mm at the posterior side of the right thyroidal lobe, of heterogeneous aspect with some liquid areas and visualization of a vascular pediculus, that could be a thyroidal nodule. [Urine copper] on (B)(6) 2023: < 26 ¿g/24h [urine zinc] on (B)(6) 2023: 0.447 mg/g [vitamin d] on (B)(6) 2023: deficiency: 65 nmol/l; on (B)(6) 2023: 108 nmol/l; on (B)(6) 2023: 129 nmol/l [x-ray] on (B)(6) 2022: vertebral compaction of l1 with loss of less than 30% of the height of the vertebra.; on (B)(6) 2023: bone structure of normal aspect with conservation of coxofemoral joint lines and the absence of pathological calcification of the soft parts quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. 12-feb-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.